Manufacturer narrative:
The investigation is ongoing. H3 other text : device remains implanted.

Event description:
As reported by our edwards lifesciences japanese affiliate, during the trans-subclavian transcatheter aortic valve replacement (tavr) procedure with a 20 mm sapien 3 ultra resilia valve, post valve deployment, mild paravalvular leak (pvl) was observed. Approximately 14 days post tavr procedure, the patient developed hemolytic anemia. A blood transfusion was performed to treat.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided for evaluation. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for deployed valve exhibiting paravalvular leak (pvl) was unable to be confirmed. A review of the IFU/training materials revealed no deficiencies. As reported, "a trans-subclavian transcatheter aortic valve replacement (tavr) procedure with a 20 mm sapien 3 ultra resilia valve was performed. After valve deployment, mild paravalvular leak (pvl) was observed. Later, hemolytic anemia developed." It was noted that the patient had developed hemolytic anemia, and a blood transfusion was performed to treat. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. Several procedural and anatomical factors can contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, under deployed valve, an elliptical annulus shape, and valve under-sizing. The thv training manuals also instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, a definitive root cause was unable to be determined; however, it may be due to patient factors and/or procedural factors not provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.